Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following bilateral intraocular lens (iol) implant procedures, a patient experienced difficulty transitioning focus from near to distance and vice versa despite her plano sphere refraction. A posterior capsule yag was also performed. The physician reported the patient has a tear film issue and was treated with prescription drops, but having issues regarding patient compliance with treatment. There are two medical device reports. This report is for the right eye.

Manufacturer narrative:
Corrected information provided in d.1., d.2. And d.4. The manufacturer internal reference number is: (B)(4).